Manufacturer narrative:
(B)(4). No conclusion code available; the reported field events of noise and impedance anomalies were confirmed in the laboratory. Upon receipt, the device was reset due to a power-on reset. Review of the device image revealed noise. The device was tested on the bench and the reset was found to have been caused by an anomalous capacitor on the hybrid.

Event description:
It was reported that during a routine device check, noise was observed. Patient was asymptomatic and not pacemaker dependent. The patient previously received multiple inappropriate shocks. High, out of range pacing and high voltage lead impedances were observed. An alert for low, out of range high voltage lead impedance was observed. The device was explanted and replaced. The patient was fine.